Event description:
Harmonic shears stopped working during surgery. The screen message on the generator stated that the blades needed to be cleaned. The surgeon then cleaned the blades and the screen next stated that the handpiece needed to be tightened. Surgeon then tightened the handpiece which led to screen message to change the handpiece. After changing the handpiece the device worked as expected. It is difficult to say at what point there was device failure (shears, generator, handpiece). Note: only the shears are available for evaluation. Rep to be notified.